Event description:
There was an allegation of questionable glucose results for one patient from the accu-chek inform ii meter. The initial result was "hi" (>600 mg/dl). The doctor then gave the patient 22 units of insulin. At the same time, a venous sample was taken and tested on a blood gas analysis system with a glucose result of 42 mg/dl. At the same time, the patient was retested on another accu-chek inform ii meter and the result was 42 mg/dl. All results were obtained "within a few minutes".

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). Quality controls were performed on the device and passed. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.